Manufacturer narrative:
(B)(4). Batch # n90w2p. The analysis results found that the el5ml device was received with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, it was noted that the clips were not fed into the jaws in the next actuations of the trigger. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the feed link was noted broken causing the feeding issues and 5 clips were found inside the clip track. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested but unavailable: was this the initial use of the device or had it been reprocessed? When the issue was encountered, what structure was the device being fired on? Did the surgeon load and inspect the clip in the jaw prior to placing the device on structure and applying the clip? What trouble shooting steps were taken to open the device? Was the device being locked on structure the reason for convert to open? How was the device removed? Was there significant blood loss? If so, how much? Were blood products administered? What is the patient¿s gender? What is the patient¿s bmi?

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, during ligation and on the fifth firing, the el5ml jaw was not able to open (locked). The procedure was then converted to an open surgery.

Manufacturer narrative:
(B)(4). Corrected data: evaluation summary: the analysis results found that the el5ml device was received with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, it was noted that the clips were not fed into the jaws in the next actuations of the trigger. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the feed link was noted broken causing the feeding issues and 8 clips were found inside the clip track. Possible causes for the damage found may be excessive load applied to the device. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.